Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had continuously motor error alarm while taking bolus and rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.